Event description:
Family member of home patient (hp) reports switching new bag to already spiked heater line of homechoice set while troubleshooting through an alarm situation during fill 3/5 of apd treatment. Operation service representative assisted hp in ending treatment for evening. No patient injury or medical intervention reported by family member of home patient or unit rn.